Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in intermittent signal loss with the monitored devices. No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. In ticket 96108, the customer sent in the affected org related to this event for repair. However, nihon kohden repair center (nk rc) was not able to duplicate the issue. No signal loss was observed. As such, the signal loss was unlikely to have been caused by an nk device malfunction. No further signal loss issues were reported by the customer. Possible root causes are environmental factors or the antenna system.

Event description:
The customer reported that the central nurse's station (cns) was in intermittent signal loss with the monitored devices.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is experiencing intermittent signal loss. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: the following device was used in conjunction with the cns: multiple transmitters, model: zm-531pa, sn: ni. 1 multiple patient receiver (org): model: ni, sn: ni.

Event description:
The customer reported that their central nurse's station (cns) is experiencing intermittent signal loss.